Event description:
It was reported that during a percutaneous transluminal intervention, a shaft break occurred and the patient underwent surgery. Radial access was obtained to treat a fistula in the arm. During the procedure, the physician experienced difficulties advancing the 6.0x20/135mm sterling balloon to the moderately calcified lesion. The balloon was not inflated due to difficulties experienced through the advancement of the device. In an attempt to remove the device, a shaft break occurred. The balloon and several inches of the catheter remained in the patient. The patient was sent to surgery for the balloon portion and several inches of the catheter that remained.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).